Event description:
The patient reported that they are not sure if what they are feeling could be interference with their pacemaker from a cb radio operator running illegal power, over 2000 watts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).